Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during a cardiac procedure, the right ventricular (rv) lead exhibited low impedance, high thresholds and poor sensing and was deemed to have dislodged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.